Manufacturer narrative:
A visual and functional inspection was performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. The device was prepped prior to use without any leak or ruptures noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, non-tortuous left anterior descending artery that was 90% stenosed. After deployment of a 3.0x28mm xience sierra stent, a 3.0x15mm nc traveler balloon was inflated and it ruptured at 10 atmospheres (atm) on the first inflation. The device was replaced with a new 3.25x15mm nc traveler balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.